Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company haptics adhering to the posterior optic surface following delivery with the company device. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, they noticed leading haptic stuck under the lens when being injected with company injector. Stated no negative impact to the patient but it required several extra minutes of operation room time to unstick the haptic. All processes were followed correctly in the loading process and it was advanced immediately prior to injection. Injector not available to return. Additional information has been requested. There are three medical device reports associated with this report. This file is 1 of 3.